Manufacturer narrative:
(B)(4). Concomitant medical products: cat: 32810502701 lot:76151300 pin/bushing replacement kit extra small for use with extra small humeral implants: 32-8105-27- 04,06. Cat: 32-8105-053-01 lot: 73572500 ulna assy plasma sml lt. Report source: foreign- australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision due to a bushing exchange for polyethylene wear. No additional patient consequences were reported.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.